Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. The event could not be confirmed as no malformed staples were noted during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported events could not be confirmed as the device performed without any difficulties noted during the functional testing. No unusual noises were heard. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, blocking the stapler at mid cartridge. The device is blocked and the physician met difficulty of use of safety, gold cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information provided: did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? No, only half of the reload was formed before it blocked. Did the device cut? Yes partially. On which firing(s) did this event occur? 4th. It was the latest firing of the sleeve gastrectomy, which is on the ¿angle of his.¿ this is a very important one, because fistula can happen. The sleeve gastrectomy was a primary one, there was no redo, so the tissue was normal (in redo, the tissue can be fibrous, much harder, and problems can happen) was buttressing material utilized? No. Were any unexpected noises heard? No. When he tried to reverse the cutting automatically by using the reverse button on the echelon powered, there was a noise trying to do so, but it didn¿t come back immediately. He could hear the noise, but it was blocked. Then, after some time, it came back and he was able to reopen the stapler. He didn¿t try to use the manual button. Were any of the forces higher or lower than expected (closing or opening)? No.